Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: upon removal IV catheter was damaged and appeared shorter in length approx 1cm in length upon removal. Nursing staff had concern catheter sheered inside the patient and a ultrasound was performed to verify. Ultrasound showed that there was no catheter sheer or remnants of the catheter inside the vasculature of the patient. The patient also had a follow up CT scan and it did not show anything. The patient had no deficits and was discharged home.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). One (1) sample was received for evaluation. When the sample was visually inspected the reported issue was observed. The catheter tip was torn off approximately 12mm from the catheter hub. The damage on the returned sample was consistent with being cut with a sharp tool like scissors or a scalpel. This product is subjected to a 100% inspection by an in-line vision system that is calibrated and subjected to regular verifications to ensure it is functioning properly. The defect observed in the returned sample would have been detected and rejected by the in-line vision system. If additional pertinent information becomes available a follow-up report will be filed.